Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator and is now in a comatose state. The ventilator was returned to the manufacturer for evaluation. The device passed all testing and was found to operate and alarm as designed. The decibel level for the device's audible alarm was found to be within specification. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. The event logs indicate the ventilator was sounding frequent high priority alarms for low minute ventilation and patient circuit disconnect on the reported day of the event, (B)(6) 2017. The majority of the high priority alarms were acknowledged in a timely fashion as evidenced by alarm silence/reset keypresses. At 01:39:07 local time, the ventilator began alarming for a patient circuit disconnect condition. This alarm sounded for 1977 seconds, approximately 33 minutes, until it was acknowledged at 02:12:01 local time as evidenced by an alarm silence/reset keypress. The device was then manually powered off using the proper sequence of keypresses at 02:12:04 local time. The ventilator was powered on briefly at 02:40:12 local time. While the device was alarming for the patient circuit disconnect condition, ac power was disconnected from the ventilator at 01:48:26 local time and the device operated from battery power until it was powered off. Based on testing results and the evaluation of the ventilator's downloaded event logs, the manufacturer concludes the device operated and alarmed as designed. The ventilator did not cause or contribute to the reported event.